Manufacturer narrative:
The visual alarm works, the unit is not designed to have an audible alarm. The thermistor and power cord are replaced. The MFR date is unk as this is an old spartan unit. It would have been manufactured prior to 2002. The wt-5800 warmtouch is not distributed in the u.s.; however, the wt-5300 warmtouch is of essentially identical design and was distributed in the u.s. The 510k number for the wt-5300 warmtouch is (B)(4).

Event description:
It was reported to covidien that the unit will heat and won't stop heating. When the temperature is reached, the unit will not hold the temperature and goes on heating. The unit won't cool back to input values and the alarm is not given. There was no pt harm, no pt was involved. This was found when checking the unit.